Event description:
It was reported that this pacemaker was attempted during this initial implant procedure, due to the device header not functioning. It was noted the lead would not screw in. Ultimately, a different device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this pacemaker was attempted during this initial implant procedure, due to the device header not functioning. It was noted the lead would not screw in. Ultimately, a different device was successfully implanted. No adverse patient effects were reported.